Event description:
The surgeon did not check whether the lead pin was fully inserted. The surgeon did not observed any lead issues. Programming data was received and reviewed. Data was reviewed on previous generator and newly implanted generator. No additional relevant information has been received.

Event description:
Per the provider, the patient continues to have high impedance on their replacement generator. Provider reported the impedance increased again to above normal limits two months after the replacement. Despite the patient being unable to use vns therapy, their seizure burden had significantly improved. A few short blackouts and no generalized tonic clonic seizures reported. Patient will be continue current regimen. As it was noted the patient has not been seen since april and does not appear to have any scheduled visit. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient has been referred for surgery. No additional relevant information has been received.

Event description:
High impedance was observed prior to surgery. It was noted the surgeon was aware of the high impedance and battery replacement occurred. Impedance was noted to be okay after replacement. No known surgery has occurred to date. No additional relevant information has been received.